Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needless connector was separated the following information was received by the initial reporter with the following: it was reported by customer that when vacutainer removed a white plastic residue was noted by this rn at end of the max zero connector.

Event description:
No additional info.

Manufacturer narrative:
One sample model mz1000-07 was returned for investigation. The set was examined for defects and abnormalities. The maxzero had a broken piece of a male luer from the syringe stuck inside of it. No other defects or abnormalities were observed. The customer complaint was verified. The most probable cause is that the alcohol made the luer brittle and it cracked in the maxzero. The plastic needs time to dry after applying alcohol - roughly 30 seconds. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.